Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number 13j15h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, fever, and cloudy effluent bag coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset for the peritonitis event. The cause of peritonitis was unknown. On unreported date, the patient was treated with unknown antibiotics (dose, route, and frequency unknown). The hospitalization is ongoing. The patient was recovering from the peritonitis event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed for potentially associated lot number 13j15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.